Manufacturer narrative:
Correction on initial report: b.5 & d.4.

Event description:
It was reported from the infusion center that the extension tubing set leaked under the opsite at the connection to the patient's IV site during a blood transfusion. The opsite had to be replaced. The leak continued despite attempts at tightening the connection. The extension set was removed and a straight connection was made between the blood administration tubing and the patient's IV site. The customer does not think that leaving the extension set off during a blood transfusion is safe, so they decided to add a needleless connector to the patient's IV site in the event if another leak should occur. There were no adverse effects caused to the patient from the event.

Event description:
It was reported from the infusion center that the extension tubing set leaked under the opposite at the connection to the patient's IV site during a blood transfusion. The opposite had to be replaced. The leak continued despite attempts at tightening the connection. The extension set was removed and a straight connection was made between the blood administration tubing and the patient's IV site. The customer does not think that leaving the extension set off during a blood transfusion is safe, so they decided to add a needleless connector to the patient's IV site in the event if another leak should occur. Although it was noted that there was a delay in treatment, it was further confirmed during follow up, however; that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
Additional information provided: section; b.5. (Patient/event information clarified/detailed). The customer's report of extension tubing set leaked at connection to mating device was not confirmed. The extension set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted no damage or any anomalies. The set was then loaded into a lab pump module and the infusion completed with no occlusion alarms or leaks at any of the connections observed during the infusion. Pressure testing resulted in no leaks or disconnections. The extension sets ¿max-y¿ component and female/male luer ports were measured to be within iso standards. The root cause was not identified.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Sections were requested but not provided.

Event description:
It was reported that the extension tubing set leaked under the opsite at the connection to the patient's IV site during a blood transfusion. The opsite had to be replaced. The leak continued despite attempts at tightening the connection. The extension set was removed and a straight connection was made between the blood administration tubing and the patient's IV site. The customer does not think that leaving the extension set off during a blood transfusion is safe, so they decided to add a needleless connector to the patient's IV site in the event if another leak should occur. There were no adverse effects caused to the patient from the event.